Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was correctly loaded. The load was verified with fluoroscopy, and visual and tactile methods. The valve was loaded once. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm balloon. 3 atm of pressure was used to inflate the bav. Four attempts were made to find the correct implant depth. After the fourth deployment attempt, signs of infolding were observed. The system was removed and a new system was used for successful implant. Of note, the patient had a bicuspid aorta valve, with raphe between the right coronary cusp (rcc) and left coronary cusp (lcc). No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34 (lot: 0011114258); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory loaded inside the delivery catheter system (dcs), visual analysis showed a slight infold as the valve was being deployed. All leaflets appeared dehydrated, stiff yet marginally pliable. The tissue exhibited signs of severe creases and imprints. Tissue conditions appeared to be attributed to the valve being in the crimped position, loaded in the capsule of the dcs, for an unknown duration of time. As received, all leaflets appeared to be in a partially closed position. All commissures appeared intact. The valve was submerged in a warm saline bath; valve maintained a compressed condition. Due to the dehydrated received condition of the valve; a deployment simulation could not be performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. As reported, the patient had a bicuspid aorta valve, with raphe between the right coronary cusp (rcc) and left coronary cusp (lcc) which may have been a contributing factor for infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.